Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level was 51 mg/dl. The customer reported inserting a new sensor and receiving a change sensor alert. The customer had no symptoms. The customer did not treat the low blood glucose level. The current blood glucose level was 98 mg/dl. The customer did not complete troubleshooting. The insulin pump will not be returned for analysis.